Event description:
It was reported: doctor returned insert for material evaluation. Insert was revised due to instability (too lax). Notch defect on insert is due to hyperextension. Doctor states instability is not a product related issue.